Event description:
The customer did not report a malfunction. During on-site inspection of the bronchovideoscope, burned c-cover was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable cause of reported issue is not identified. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.